Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple ongoing occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. A manual insulin injection was administered to address high bg levels. Prior to the report with tandem technical support (cts) customer changed the infusion set multiple times. During troubleshooting with cts, customer changed the cartridge and the infusion set to resolve the issue.